Manufacturer narrative:
H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that images transferred from the imaging system to the navigation system were inaccurate. Images were sent from the imaging system to the navigation system three separate times and every time, the same inaccuracy was observed. Navigating with multiple instruments revealed that the images were inaccurate by 2 mm laterally. Technical services (ts) did not clarify whether three separate spins were taken or if images from one spin were transferred three separate times. The surgeon manually realigned the images and continued with the case. Ts suspected tha tthe patient reference frame may have shifted 2 mm. Neither patient impact nor delay information were provided.

Manufacturer narrative:
H2, additional information: a1, 3a, and 4 updated. B2 updated. B5 updated. D4 updated. D10 updated. G2 updated. H1 updated. H4 updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 2.1.0, ubd: unknown, UDI#: unknown h6: imf codes updated to f1904 & f1908. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred during a posterior surgical fusion of l3-5. The event caused them to respond twice, which caused an overall 45 minute delay. One of the screws (l3 on the right) had to be readjusted after checking the image using fluoro. Three separate images were taken and transferred to the navigation system during the event which showed the same inaccuracy. It was determined that the reference frame was off after testing the same navigation system and imaging system after the case was completed in an empty room and showed no inaccuracy on the image. The reference frame was either it was bent or out of alignment. The imaging system and navigation system had been in use since the incident with no problems; the reference frame was not used again.

Manufacturer narrative:
Correction to d9 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Related report number: 1723170-2025-03040 h2, h3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.